Manufacturer narrative:
Additional information provided: the manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that the patient's symptoms recovered without treatment. The casual relationship between the event and the product was determined to be unrelated and due to suture insufficiency.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating that the symptoms are continuing.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. A sample was not returned as the shunt has remained implanted in the patient's eye. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to manufacturer's release criteria. Because a sample was not returned, the root cause cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that a device was transparently visible in an eye following a glaucoma filtering device implant procedure. The device remains implanted.